Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of an impedance anomaly was confirmed. During testing, no sensing, loaded down output pace pulses, and high impedance anomalies were observed. During analysis, a device reset occurred. Analysis found that the root cause was due to an anomalous component within the hybrid. The anomaly was found to be intermittent and was lost during testing. Despite efforts to reproduce the anomaly on the bench, further isolation of the issue within the ICD was not possible.

Event description:
It was reported that inconsistent high pacing lead impedance measurements were observed. The leads tested fine through the pacing system analyzer. When the leads were connected to a new device, normal measurements were observed.